Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging an "error 4" issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an "error 4" issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4) device evaluation: the test strips involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the test strips were tested and the alleged complaint could not be confirmed. However, a secondary issue was observed with the test strips where on performance testing with control solution the results were found to fall above the labeled range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.